Event description:
Pt had a left total hip replacement 1988. Earlier this year he developed increased pain in left hip. He was noted to have loosening of his femoral component with breakage of the stem at the distal third. The acetabular compoenent was also loose. Difficult surgical removal of the fractured prosthesis was completed successfully and revision of the joint was done. Chronic synovitis and focal foreign body reaction were noted by pathology.